Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not available for evaluation. There are multiple potential causes as to why a fluid leak may present in use. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 19-jan-2024 based on the date of awareness. This MDR is submitted to represent hydro-surg irrigator (device #3). Additional mdrs were submitted to represent hydro-surg irrigator (device #1), (device #2) and (device #4) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure hydro-surg plus irrigator had a fluid leak issue. There was no reported patient injury.